Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluation: a visual and microscopic examination identified damage to the stent. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The outer diameter of the undamaged portion of the stent was measured and met specifications. Solidified blood was also present in the guide wire lumen and dried blood was also visible in the balloon folds. A hypotube kink was present 90mm from the midshaft hypotube bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on 12-apr-2012. It was reported that during a coronary stenting treatment procedure, the device was unable to cross the lesion. The 72% stenotic lesion was located in the moderately tortuous and severely calcified right coronary artery. The physician predilated the lesion with a 2.5x12mm non-bsc balloon and then advanced a 3.5x38mm promus element stent to the lesion, but was unable to cross. The procedure was completed with another 3.5x38mm promus element stent. No patient complications were reported and the patient's status is stable. However, the returned product analysis revealed that the stent was damaged.